Event description:
Undetermined interruption of electrical power to x-ray unit resulted in overhead x-ray tube dropping. It fell onto pt's forehead causing contusion and edema to forehead. Investigation to x-ray system determined that there is not separate circuitry to the tube hanger, so when console is off there is no lock on tube/tube hanger. Extension cone was on tube at time.